Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the passive planar probe experienced difficulties verifying and seemed inaccurate. Despite these challenges, the probe was eventually verified, and no other instruments displayed inaccuracies. It was suspected that the tip of the probe might be bent. The surgical procedure did not experience any delay, and there was no impact on patient outcome.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0709: applicable to difficulties verifying a0908: applicable to it seeming inaccurate a05: applicable to bent tip of the probe medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.